Manufacturer narrative:
The insulin pump passed functional testing. However, the device was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a minor scratches on the lcd window, a cracked case near display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.